Event description:
It was reported that the patient presented to the hospital due to hearing an alarm sound. Right ventricular (rv) lead warnings were observed for high rv defib and superior vena cava (svc) impedances, which varied with body movement. Upon further analysis, a connection issue was suspected. The lead connection was checked and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).